Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for sciatic nerve injury and spinal pain reported in the past six months they had gotten surges 2 or 3 times late at night from a meter placed in the house. It was noted the consumer had the implant set at 4 or 5 and it would jump up to 7 or 8 volts. In order to resolve it the consumer would get the controller and adjust it back down and everything would be normal. No further complications were reported/anticipated.